Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. However, the device has been serviced two times prior to this event. During previous service on (B)(6) 2011 and (B)(6) 2008, the main batteries and battery harness were replaced.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with damaged battery. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury or medical intervention. The customer has declined to be contacted. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Additional information: the root cause investigation is in progress through (B)(4).